Manufacturer narrative:
Investigation: customer returned (10) 1cc, 8mm, 31g walgreens syringes in an open poly bag from lot # 9217849. Customer states that syringes are not drawing up insulin. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 9217849. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that an unspecified number of syringes 1.0ml 31ga 8mm 10bag 500 pl/wg experienced an inability or difficulty to aspirate. Product defect was noted during use. The following information was provided by the initial reporter: material no. 928856 batch no. 9217849, unknown. Verbatim: distributor consumer reported that she is not able to draw insulin with syringes. Stated, all syringes she attempted to use so far are not working, (count unknown) stated, she purchased two boxes and both boxes had issue lot: 9217849 catalog: 928856 date of event: unknown samples available. Lot: unknown catalog: 928856 date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9217849, medical device expiration date: 2024-08-31, device manufacture date: 2019-08-05, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 1.0ml 31ga 8mm 10bag 500 pl/wg experienced an inability or difficulty to aspirate. Product defect was noted during use. The following information was provided by the initial reporter: material no. 928856 batch no. 9217849, unknown. Verbatim: distributor consumer reported that she is not able to draw insulin with syringes. Stated, all syringes she attempted to use so far are not working, (count unknown) stated, she purchased two boxes and both boxes had issue. Lot: 9217849, catalog: 928856, date of event: unknown, samples available. Lot: unknown, catalog: 928856, date of event: unknown.